Manufacturer narrative:
The device was returned and evaluated. Microscopic examination found the lens with no visible defects. Based on the product evaluation, it was determined the device causality is unrelated and therefore, this event no longer meets reportability requirements and is no longer deemed reportable.

Event description:
Reportedly, during implantation of an intraocular lens (iol) into the right eye, a capsular tear occurred. The iol was removed, a vitrectomy was performed, and a different model iol was implanted. Additional information was requested, but not received.

Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.